Event description:
The catheter was inserted through the internal jugular vein and penetrated the vessel wall entering the mediastinum at the origin of the right innominate (brachiocephalic) vein. The etiology for penetration of the catheter through the vessel wall is uncertain, but was not initially clinically evident (e.g. Not a difficult insertion). The length and stiffness of the dilators, the stiffening rod tip, or the wire may have punctured the vessel wall.

Manufacturer narrative:
The device has not been returned to the MFR at this time for eval. A lot history review (lhr) review is not possible, as no mfg lot number has been provided by the complainant.